Event description:
Reportedly, the patient received 12 shocks on (B)(6) 2019; however, it was impossible to visualize the egms of these shocks when interrogating the subject ICD on the same date. Consequently, it is unknown if the shocks were appropriate or not. The number of shocks appeared only in the statistics table. Preliminary analysis revealed that no episode was stored in the recorded patient files as the session was not correctly terminated by the user.

Manufacturer narrative:
Please refer to the attached analysis report.(B)(4).

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient received 12 shocks on (B)(6) 2019; however, it was impossible to visualize the egms of these shocks when interrogating the subject ICD on the same date. Consequently, it is unknown if the shocks were appropriate or not. The number of shocks appeared only in the statistics table. Preliminary analysis revealed that no episode was stored in the recorded patient files as the session was not correctly terminated by the user.